Manufacturer narrative:
The suction valve was returned to olympus for evaluation. The evaluation confirmed that the proximal end of the suction valve was broken and the damage was happened during removal by user. A visual inspection was performed and found it's suction connector has a big crack but still attached to the main body. There is no missing part on the valve. Also, verified that the valves could be removed from the scope without a problem. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
Olympus was informed that the suction valve broke off in scope and had trouble getting out of scope. They had to use hemostats to remove from scope after procedure. No patient injury reported.